Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient inserted a new wearable and felt pain/discomfort but persisted in using the sensor, believing it would subside. On (B)(6) 2025, the patient continued experiencing pain and discomfort, prompting the decision to remove the sensor prematurely. After taking off the wearable, they observed a skin reaction that spread beyond the sensor patch perimeter, which consisted of swelling, inflammation, infection, and pimples/bumps. The mother provided the patient with an oral antibiotic they had available at home (cefalexin 500 mg, three times per day). On (B)(6) 2025, the symptoms continued, leading them to visit the emergency department (ed). In the ed, a wound culture was conducted, after which the patient was hospitalized for treatment of the infection. IV dextrose and antibiotics were given (rocephin, from (B)(6)), and afterwards, the treatment switched to another antibiotic (vancomycin, from (B)(6) to present). When the first report was made on (B)(6) 2025, the patient remained in the hospital and was waiting for the results of the wound culture. On (B)(6) 2025, follow up contact with the reporter was made to confirm the patient¿s status, noting he remained hospitalized with no discharge date established and no photo was provided. On (B)(6) 2025, follow up with the patient¿s mother was made to confirm the status of his condition. The culture from the wound confirmed a staph infection, and the physician attributed the infection to the dexcom. The patient discharged home on the afternoon of (B)(6) 2025 with a prescription for a 10-day course of oral antibiotics (doxycycline 100 mg, to be taken twice daily). The patient is doing well, the wound appears good and is healing, and he has arranged a follow-up appointment with a physician for (B)(6) 2025. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.